Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow up. A fluoroscopy revealed that the atrial lead had dislodged. On (B)(6), the lead was explanted and replaced. The patient was in excellent condition after the procedure.

Manufacturer narrative:
(B)(4).